Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 7 alarm" is not able to be c onfirmed. A certified technician serviced the pump and could not reproduce the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a system error 7. As a result, the pump was replaced with a new pump. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a system error 7. As a result, the pump was replaced with a new pump. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.